Event description:
A physician reported that the hot biopsy forceps failed on an unspecified number of occasions and would not coagulate, even when the current was increased. The procedure was completed with a different hot biopsy electrode with no patient harm reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Regulatory affairs could not conclusively determine the user's report due to the lack of device to investigate. The cause of the user's experience could not be conclusively determined at this time. If the device is received at a later date and further information is obtained, this report will be reopened.